Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a femoral nailing procedure, the long 4.0 mm pilot drill used to drill proximal holes for femoral antegrade nail screws broke off and remained lodged in patient's left femur. It was not possible to retrieve broken drill tip ends (1 inch in length).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).